Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was fractured approximately 45.5 cm from the proximal end. Bends and kinks were present along the pusher assembly approximately 25.0, 43.0, 58.0, 89.0, 103.0 and 113.0 cm from the proximal end. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the returned pod6 confirmed pusher assembly kinks and revealed a fractured pusher assembly. If the device is manipulated against resistance or is otherwise mishandled at extreme angles during use, damage such as pusher assembly kinks may occur. The pusher assembly fracture and additional pusher assembly kinks were likely incidental and may have occurred during packaging the device for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the right hypogastric nerve using pod coils and a lantern delivery catheter (lantern). During the procedure, while advancing a pod coil into the lantern, the pusher assembly of the pod coil was inadvertently kinked. Therefore, the pod coil was removed. The procedure was completed using another pod coil and the same lantern. There was no report of an adverse effect to the patient.